Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, a sample from current production at the manufacturing facility was used for simulation testing. A visual exam was performed on the production sample and no defects were observed. The cuff of the sample was then inflated to 25mbar using a calibrated endo test meter. No abnormalities were encountered during inflation and deflation. The cuff was inflated again and immersed in a water bath. No air bubbles were detected coming from the cuff. The complaint could not be confirmed as the actual sample was not returned for investigation. There were no issues found with the sample tested from production.

Event description:
Customer complaint reported "we noticed that the balloon was pierced".

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint reported "we noticed that the balloon was pierced".